Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing on ventricular sensing episode was noticed for the right ventricular (rv) lead. It was noted to possibly be t-wave oversensing (twos). The rv lead remains in use and the clinic will continue to monitor the lead. No patient complications have been reported as a result of this event.